Event description:
It was reported that foreign material (hair) was allegedly observed on the device just after the kit was opened. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The sample was returned opened and unsealed. During the visual inspection, a hair was identified near the top slide. The hair appeared to be black in color. Based on this finding, the investigation is confirmed for the reported foreign material present on device. The visual inspection identified that the device was returned unsealed. It is unknown if device handling after the seal was opened contributed to the observed foreign material. It should be noted that per manufacturing guidelines, all maxcore devices are 100% inspected for any foreign matter. Per manufacturing guidelines, all maxcore devices are 100% inspected for foreign material during tray sealing. Therefore, it is unlikely that the root cause is manufacturing related. As the device was opened, it is possible the hair came from the patient or user. However, based on the available information, a definitive root cause for the reported issue could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2021). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that foreign material (hair) was allegedly observed on the device just after the kit was opened. There was no patient contact.